Manufacturer narrative:
There is no allegation against a da vinci product associated with this event, therefore; no product was returned for failure analysis investigation.

Event description:
It was reported that during a da vinci-assisted inguinal hernia surgical procedure, the procedure was converted to open because the surgeon could not adequately fit the mesh into the desired location to repair the defect. The decision to convert to an open procedure was based on what the surgeon believed was safest for the patient. The surgeon stated the patient was aware of the risk of converting to an open procedure preoperatively. There are no reports of patient injury, and surgeon reported no issues with the da vinci robot or any products used during this procedure.